Event description:
User received free psa results which were greater than the total psa results for three male patients. All testing was performed on the same analytical e module. Patient 1, total psa result was 0.861 ng/ml. Free psa result was 1.27 ng/ml. Patient 2, (B)(6), tested (B)(6) 2010, total psa result was 0.07 ng/ml. Free psa result was 0.29 ng/ml. Patient 3, tested (B)(6) 2010, total psa result was 0.01 ng/ml. Free psa result was 0.07 ng/ml. Only the total psa result was reported outside the laboratory for all three patients. The patients were not affected or harmed by this issue. The total psa reagent lot numbers involved in this event were: 156171 157638 the free psa reagent lot numbers involved in this event were: 155066 158107.

Manufacturer narrative:
Two of the patient samples were sent for investigation. The customer's calibration and quality control data did not indicate an issue. Interference analysis revealed the samples contained total psa in a form which was underestimated by the total psa assay. Possible root causes are a rare isoform of psa or auto-antibodies blocking the specific epitopes of psa. Rare psa isoforms are addressed under the limitations section of the total psa package insert. The questionable total psa results were reported outside the laboratory, however, no patient treatments were performed based on the results. No adverse events were reported.

Event description:
It was reported that during a endovascular repair of an aortic aneurysm and stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The de novo lesion was located in the mildly tortuous, non-calcified, totally occluded right renal artery. After graft placement the physician was attempting to stent the right renal artery. During advancement of the express renal sd stent delivery system some resistance was encountered. While positioning the express renal sd stent delivery system the device caught on the curve of a non-bsc guide catheter. While attempting to reposition the sds the stent dislodged from the sds balloon. Physician then, advanced a non-bsc 2mm balloon and inflated only the distal end of the stent enough to grab, and advance the stent to the iliac artery. Next, a non-bsc 14mm stent was advanced to the dislodged stent, and deployed to "cage the stent against the vessel wall". The procedure was completed by pre dilation of the right renal artery with a 4mm balloon and implant of a 14mm non-bsc self expanding stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
The analyzer serial number was not provided. The country involved in the event is (B)(6).